Event description:
The customer contacted baxter's service center regarding a leak in the patient line, which occurred on the homechoice (hc) during use. The technical service representative (tsr) advised the hp that he would need to end therapy on the hc. The tsr assisted the hp to end therapy. The tsr then advised the hp that he must complete therapy using manual supplies, but the hp said that he couldn't do that. The tsr then told the hp that he must contact the peritoneal dialysis registered nurse (pdrn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the leak. The hp stated that the patient line was leaking a little bit. The hp stated that he did not notice any damage. The hp stated that the leak was coming from the patient line, but could not tell exactly where on the patient line that the leak was coming from. The hp stated that he called the nurse after ending therapy. The following morning he was able to complete therapy. The hp had discarded the sample. No further information was provided

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available.